Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) about an implanted neurostimulator (ins). The patient (pt) was there yesterday for MRI and they didn't go forward with MRI as there was an understanding that stimulation would have to be turned on in order to put ins into MRI mode. Caller says that pt didn't want to turn stimulation on at all because when his stimulation is on, he gets electrical shocks down his leg. Using x-rays and MRI eligibility form were also discussed during this call as other options if pt still wasn't comfortable putting their system into MRI mode.